Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the physician noticed a line of dots across lens and used the backup lens to complete the surgery. The patient was not harmed.